Manufacturer narrative:
The reported events were lead dislodgement and high pacing threshold. As received, a complete lead was returned in one piece. The reported event of high pacing threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage. The full measured s-curve hump height was within specification.

Event description:
It was reported that a patient presented in-clinic for a left ventricular (lv) lead revision procedure. Prior examination revealed dislodgement. The lv lead was explanted and replaced on (B)(6) 2022. No patient consequences were reported.

Event description:
New information received notes that the dislodgement resulted in high capture thresholds. X-ray and fluoroscopy imaging was used to confirm the dislodgement. The patient weight was unknown.

Manufacturer narrative:
Correction: h6: codes should reflect product not returned.